Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was selected for however during the procedure while inside the patient, the balloon ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.